Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that a one touch surestep meter was having a strip issue. The complaint was classified based on the customer service representative (csr) documentation since medical affairs specialist (mas) was unable to contact the patient to obtain additional information. The patient tests her blood glucose three times a day and manages her diabetes with novolog and levemir taken on a sliding scale. Sometime approx two months earlier, the patient claims that the confirmation window on the test strip did not change color after a blood sample was applied. It is unknown whether the patient continued to test after that and whether she was able to obtain a reading. It would also be helpful to know whether the patient treated herself based on her readings or her feelings after the alleged meter issue. It was also unknown whether the alleged test strip issue occurred to only the reported strip or to the entire test strips within the vial. As a result of the alleged meter/strip issue, the patient reportedly decreased an unspecified unit of her sliding scale insulin. The patient states that she developed symptoms of "low and shaky" after the reported meter issue and at an unspecified time was reportedly seen at a doctor's office. The patient reportedly obtained a "low blood glucose" reading on the healthcare professional's meter and mentions that she was treated with food and or beverage. The test strips were in good condition and the blood sample was applied to the correct side at the time of testing. The patient's product has been replaced. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The patient claimed that she developed symptoms suggestive of hypoglycemia and reportedly received treatment by the hcp for possible hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.